Manufacturer narrative:
The device lot number was documented as unknown in the initial report. The device lot number has been updated as 08880. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The lot/serial number and manufacturing location are unknown. Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy (tplo) surgical procedure, it was observed that the quick coupling device would not shift from positions 1, 2, and 3. According to the reporter, the device rotation was okay when adjusting the knob to insert large and medium size wires; however, there was some friction. It was further reported that the big issue was when adjusting the knob from medium to the smallest size wires, the knob would not turn to the smallest setting. There was a slight delay of 5 to 6 minutes in the procedure due to the event and an identical spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. Device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as feb 1, 2002. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the device slide sleeve would not move into the smallest diameter wire setting. It was noted an unknown liquid was found internally and there were metal shavings found under the slide sleeve and on other internal components. The assignable root cause was due to immersion and improper care. If additional information should become available, a supplemental medwatch report will be sent accordingly..